Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy shocks. Lead dislodgement was observed via x-ray. The lead was explanted and replaced when attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.